Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a his bundle lead, the patient's atrium was too large and the impedance was higher than the normal range. The lead was removed and replaced. Additionally, the left ventricular (lv) lead was implanted but the pacing pattern was not ideal so the physician decided to remove and replace the lv lead. No patient complications have been reported as a result of this event.